Manufacturer narrative:
(B)(4).

Event description:
Procedure: squamous cell carcinoma of the base of the right tongue, extemporaneous biopsy of the trachea and left curage cervical, free flap left thigh. According to the reporter: the device did not clip and jammed. Some clips fell into the pt's cavity.